Event description:
It was reported that the insulin pump alarmed motor error during the basal rate delivery. The insulin pump was not exposed to high magnetic fields. Reviewed the alarm history, and found multiple motor error alarms within the past 30 days. Troubleshooting was performed, and the insulin pump passed the self test, but failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor drive support disk. Unable to perform the functional testing due to the motor error alarm.